Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient reported that the adhesive tore a huge part of her skin off during patch removal. There was no alleged device malfunction contributing to the irritation. Patient was instructed to leave patch off and apply cortisone cream until skin heals by a medical professional. Patient reported that the area cleared up.